Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the event. It was reported the patient did not receive any treatment for the event; however, it was additionally reported lab work was performed "prior to the start of antibiotics". At the time of this report the patient outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available

Manufacturer narrative:
(B)(4). On an unreported date, the patient was treated with an unspecified antibiotic (drug name, dose, route, frequency, and duration not reported) for peritonitis. At the time of this report, the effluent was clear, the patient was still hospitalized, and the antibiotic was ongoing. The patient was recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.